Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that analysis of the power module found there was no communication between the system monitor and the system controller.

Manufacturer narrative:
Section d1: brand name corrected. Section e: reporter information corrected. Section h5 and h8: corrected. Manufacturer's investigation conclusion: the 14v power module patient cable was submitted for evaluation. Provided information stated that the 14v power module patient cable (lot number: 11019042902) had been used for an extended amount of time. It was stated that the 14v power module patient cable was discarded. The device history records for the 14v power module patient cable were unable to be reviewed due to the records being unavailable and maintained by the vendor. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ states that ¿the power module requires preventative maintenance at least once every 12 months for best possible operation. Preventative maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4 - additional device information model number/catalogue number, lot number. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the event was caused by a fault in the edc test power module patient cable (pmpc).